Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the newly implanted implantable cardiac monitor exhibited episodes of cardiac pauses due to undersensing. The device had lost of contact with the patient's tissue inside the implant pocket. The physician elected to wait for the device to settle in the pocket properly. There were no adverse consequences to the patient.